Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 47-year-old male patient for cardiomyopathy. The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage e. During support, the placement signal waveform was reported to intermittently disappear, followed by a controller message stating, "controller error, switch to backup controller." In response, the automated impella controller (aic) was exchanged for a replacement controller. Following the controller exchange, appropriate placement signal waveforms were restored, and no further controller-related issues were reported. The impella device was functioning at p-9 with 3.8 liter per minute flow, purge solution infusing at 17.4ml/hr with purge pressure of 397mmhg and an average motor current of 866ma, as intended. Based on the available information, the event is consistent with controller performance not as expected, resulting in controller exchange. There were no reports of hemodynamic instability, interruption of circulatory support, or other immediate adverse patient consequences associated with the event. The patient subsequently expired. The timing of the death relative to the controller exchange and the cause of death were not reported. Based on the available information, there is insufficient evidence to determine a causal relationship between the controller event and the patient outcome. Therefore, the death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the product from the patient outcome. The device performance following exchange of the automated impella controller was reported to be appropriate, and no further controller-related issues were described.

Manufacturer narrative:
A2: date of birth is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.